Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the device data log noted multiple "cassette partially unlatched" alarms. Functional testing included use testing. The pump was powered on no alarming messages were detected when latching a cassette onto the pump. Further inspection found fluid ingression on the downstream sensor and chassis. The downstream occlusion sensor was replaced. Based on the evidence, the complaint was unable to be confirmed.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a false set not attached alarm. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.